Event description:
The customer reported the differential results on controls were flagging incomplete (non-numeric) on their act diff 2 instrument and requested service. Patient results were not impacted by this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. After several visits and repairs, it was decided another act diff2 instrument would be installed. (B)(4).